Event description:
It was reported that a user of the ilet observed a blood glucose value of 219 mg/dl after announcing a meal and was advised that glucose should return to range within about an hour. Customer care provided support that included troubleshooting and education with guidance to monitor glucose. Investigation of this case revealed no device malfunction identified and cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.